Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it being unable to maintain peep (positive end expiratory pressure) and having low exhaled tidal volume (vte) levels, as well as low fio2 (fraction of inspired oxygen) and alarming due to low inspiratory pressure were all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
An authorized third-party service provider (asp) contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were low. In addition, the device was providing low fio2 (fraction of inspired oxygen) readings and was alarming due to low inspiratory pressure. There were no reports of patient involvement associated with the reported event.